Event description:
Pt says sensor burned his chest and left a mark in the middle of his chest.

Manufacturer narrative:
Associated: accessory device: act monitor, model# com001, asset# 847691207, (B)(4). Act 1 sensor was cleaned and tested per standard procedures. Conclusions - act 1 sensor remains in scrapped status and has not been used on subsequent pts.